Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that indicated difficulty pulling the needle back into the safety mechanism, which prevented the needle from engaging into the safety device. No patient of medical professional injury reported.